Event description:
Reportedly, the patient implanted with the subject pacemaker died from natural causes (death date is unknown). It is unknown whether the pacemaker was explanted.

Event description:
Reportedly, the patient implanted with the subject pacemaker died from natural causes (death date is unknown). It is unknown whether the pacemaker was explanted.